Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller quit charging their implanted neurostimulator (ins) and the controller would go blank. The issue began a couple months ago. Pt mentioned the controller shows the message software problem 1-intellis, 2-3.0, 3-243, 4-qf port and they've seen the message multiple times before. Pt stated they would reset the controller and that would allow them to charge their ins for a bit until the charge session stops. Agent walked pt through resetting their controller; controller showed 100% and ins 80%. Agent instructed pt to check for damage; no visible damage to controller but patient noticed the recharger pins look a little worn. Pt mentioned there were 2 pins that look higher than the other pins. The issue was not resolved. Agent informed patient to monitor once they got the replacement recharger. An email was sent to the repair department to replace the recharger. Additional information was received. The pt reported the replacement recharger worked pretty well the first day but this morning it wouldn't give them a full charge and it got very hot. The ins quit charging and the controller went 'dead'. During the call there were no damages on the replacement recharger. Agent walked patient through remov ing the battery pack and plugging controller into the ac power. Controller powered on. Pt noted the green light was flashing above the screen and the controller was at 80% and the implant was at 100%. Agent advised patient to continue charging the controller and to call back if the issue persisted the next time they charged their ins.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) b3: date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the cause was that there was incomplete implantable neurostimulator (ins) recharge. The recharger was replaced and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.